Event description:
Swelling in both knees [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report received on 04/07/2009, from a (B)(6), female, patient with a history of osteoarthritis of the knee and previous synvisc injections, (B)(6), who experienced swelling in both knees and knee pain after starting synvisc. The patient received four series of synvisc injections on unspecified dates every six months before (B)(6) 2008. She received three synvisc injections, one week apart, on unspecified dates in (B)(6) 2008. The patient reported that within twelve hours after the synvisc injections in both knees, both knees would swell. The pain was so severe that she went to the emergency room and was treated with a cortisone injection. The swelling decreased about twenty-four hours after she received the cortisone injection. At the time of this report, the outcome of the patient was unknown.